Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone all that they were hospitalized for low blood glucose on (B)(6) 2018. Blood glucose reading was 30 mg/dl at the time of incident. The customer's blood glucose was 103 mg/dl at the time of admission. Customer reported falling asleep to a low reservoir alert and did not change their reservoir. The customer became unconscious and was sweating profusely as a result. The customer was treated with juice and crackers at the hospital. It was also reported the customer experienced high blood glucose. Blood glucose reading was 457 mg/dl at the time of the call. The customer believed the insulin pump was not delivering enough insulin. The customer experienced symptoms of body aches, coldness and stomach pain from their high blood glucose. The insulin pump passed a displacement test. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.